Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been experiencing high blood glucose over the last week. The customer's blood glucose was 12.2 mg/dl and 18.8 mmol/l at the time of the incident. There are no alarms in the history indicating any pump issues. Customer feeling ok at the moment and had not been hospitalized at any point. Customer has back up plan available. They had been using injections since yesterday and their blood glucose came down. They had gone back on insulin pump today. Their blood glucose was starting to rise again since being back on the pump. The device passed the self-test. The high pressure test was performed twice. There was no presence of insulin flow blocked but insulin did not exit the tubing. Customer was advised to stay off insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.